Event description:
It was reported that a device failed flow rate testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd the device in question. The device eval is not complete. When the eval is complete, a supplemental report will be submitted.